Event description:
Report received of cassette alarm. Reportedly, the nurse primed the plumset tubing to infuse an unspecified amount of normal saline, which was connected to the patient's subclavian line. Reportedly, when the pump was powered up, an alarm sounded for "air in line" and "check cassette". The nurse reported changing tubings and pumps, yet the alarm condition persisted. On the third attempt to change the tubing, the alarm condition was resolved. The infusion was initiated. There was no reported delay in critical therapy or adverse sequelae to the patient. Although requested, no further information was provided.